Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
Customer reported a display issue with coaguchek xs meter serial number (B)(4). Customer states they can only see the blinking test strip at the bottom of the display. The customer attempted to access the meter memory and nothing appears on the display. Customer states half of the display is gray and half is black. No misinterpretation of results reported.

Manufacturer narrative:
The meter was returned for investigation. The investigation determined the display has cracks in the screen and black segments. The cause of the damage to the meter is customer mishandling.